Manufacturer narrative:
Section g: emdr manufacturer contact office was updated. The field service representative (fsr) performed troubleshooting and calibrated the c16 rgt pr(r)rohs (09d49-03) which resolved the issue. A review of service history for the architect c16000 processing module serial number (B)(6) revealed no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the c16 rgt pr(r)rohs (09d49-03) did not identify any trends. Review of tracking and trending for the architect c4000, c8000, and the c16000 systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the c16 rgt pr(r)rohs (09d49-03) or the architect c16000 processing module serial number (B)(6) was identified.

Event description:
The customer questioned creatinine for one patient. The customer uses the normal range 0.72-1.25 mg/dl. The following was provided: unknown sid initial result 29 mg/dl, repeated on another analyzer 0.89 mg/dl no impact to patient management was reported.

Event description:
The customer questioned creatinine for one patient. The customer uses the normal range 0.72-1.25 mg/dl. The following was provided: unknown sid initial result 29 mg/dl, repeated on another analyzer 0.89 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or patient demographic information available. Full phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.